Event description:
It was reported that during an open anterior resection procedure, consultant closed closing handle on the tissue (sigmoid colon). Surgeon was trying to telescope tissue and reports that this was not possible. Upon opening the device he saw that the staples were partly fired. He used another reload and this worked fine. No patient consequence reported.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used? Green. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Unknown. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Cdh. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed. Was proximal and distal control maintained on the tissue during the firing sequence? Unknown. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Standard. Was a leak test completed? Unknown. Is a pathology specimen and/or report available? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No. Was the firing to close a side by side anastomosis? Unknown. The analysis results showed that the device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.